Event description:
Reportedly a 7000tfx, 25mm was implanted into a 74 year old female with a severely calcified posterior annulus and interior leaflet left intact. The device was explanted due to severe central regurgitation, not just signature jet but the approaching, probably moderate to severe, 2+ regurgitation on the tee. Interesting that they choose to go in and remove the valve despite the interior leaflet left intact. No consequence to the patient. The patient also had an aortic 19mm magna thermafix implanted. In 2009, the 7000tfx, 25mm was explanted at implant and replaced with a 6900p, 25mm.

Manufacturer narrative:
Evaluation: "no visible inconsistencies were noted in the x-ray or the valve. Valve was sent to r&d for functional testing." No visible inconsistencies were noted in the x-ray or the valve. Valve was sent to r&d for functional testing.

Event description:
The device history record (DHR) review was completed in 2009, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Research and development evaluation: this valve was reportedly explanted at implant due to ¿severe central regurgitation, not just signature jet but the approaching, probably moderate to severe, 2+ regurgitation on the tee¿. The standardized functional tests demonstrated that the total amount of leakage (total regurgitant fraction, or trf) is more than 8 times lower than the maximum 15% considered acceptable in this size valve by iso. This small amount of leakage would not normally be associated with the ¿2+ regurgitation¿ reported in vivo. However, it is possible the valve may have behaved differently in vivo from the in vitro functional tests.